Manufacturer narrative:
Scan investigation: the scan process correctly follows its work line and sent the corresponding scans to the anatomy process. The scan type used for the case was "meditlink" anatomy investigation and manufacturing 3d design: all prescriptions, instructions, preferences, and guidelines were followed correctly during the anatomy process and manufacturing 3d design. A review of the anatomies in the photos is performed against the model used for the treatment and no difference is found between them. The segmentation of each tooth is evaluated, and the designer followed the correct segmentation according to our guidelines. The detailing of the raw scan during the anatomy process is evaluated and no major wear or excess material is detected in any area. The scan is reviewed and no irregularities or significant deformities are found. The 3d model trimline was reviewed and no issues were found. It is therefore sent to the manufacturing process for further investigation. It is concluded that there is no issue related to the problem reported by the doctor during the scan, anatomy and manufacturing 3d design process.

Event description:
It was reported a patient started spark treatment around (B)(6) 2023. In (B)(6) 2023 patient observed a discoloration in one of front teeth, which started turning purple/dark. Patient seek medical attention with a dentist, patient was diagnosed with nerve damage and informed that a root canal procedure was necessary.